Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance measurements were observed to be greater than 2,000 ohms. Additionally, threshold measurements had also increased. A revision procedure was performed and the helix would not initially retract. Ultimately, the lead was successfully explanted. No adverse patient effects were reported during the procedure."